Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the instrument tube was scratched. In addition, evaluation found the bending angle in the up direction did meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive of the bending section cover was chipped and had a white clouded area, the water removal ability did not meet standard value due to clogging of the nozzle, the objective lens was chipped, the adhesive around the objective lens and light guide lens had a white clouded area, the scope connector cover was dented, the connecting tube was cut, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the internal channel of the evis lucera colonovideoscope had internal defects. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign objects. The report is being submitted due to the foreign objects in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that the foreign material was larger than the inner diameter of the air / water nozzle, flowed, and got clogged inside the air / water channel. How the foreign material flowed inside the channel could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the internal defects of the channel occurred was unknown.